Manufacturer narrative:
Investigation: the device history record (DHR) was reviewed for this lot. There were no issues noted in the DHR that would have contributed to the elevated wbc count experienced by the customer. The run data file was analyzed for this event. The analysis of the run data file did not show a conclusive root cause for the higher than expected wbc content. However, signals from the rbc detector indicate more cells than expected may have been exiting the lrs chamber during the collection. This could be the result of a low level escape of wbcs from the lrs chamber during the procedure. There were no events during the procedure (adjustments, changes in pump speed, substate changes, etc.) That corresponds with potential overloading of the lrs chamber. Investigation is in process. A follow-up report will be provided.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. There was not a transfusion recipient or patient involved at the time of the residual white blood cell (rwbc) testing, therefore no patient information is reasonably known at the time of the event. Donor unit #: (B)(6). The disposable kit is not available for return because it was discarded by the customer. This report is being filed due to a device malfunction that has the potential for injury.

Manufacturer narrative:
Root cause: this disposable set was unavailable for specific root cause analysis. Signals in the run data file do not indicate a conclusive cause for the greater than expected rwbc content in the platelet product reported for this collection. Possible root causes were provided in the initial report for this event.